Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump (6400) was returned for error code 1260. The reported product problem was replicated during testing. The error was subsequently cleared, and the faulty mp board, which caused the reported product problem, was replaced. The investigator also replaced the following components: dso downstream sensor nub, cracked rear, front housing, and corrosion latch lock. The unit was then calibrated and the software was installed. The device subsequently passed all the functional and delivery tests. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarms with error code "1260" on display. Subsequently, the patient switched to backup pump. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.